Event description:
Event description guidant received information that this implantable lead, recently implanted, had loss of capture at 4.5 volts in the ventricles. Technical services suggests a possible lead dislodgement and recommended and xray.